Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient's legal counsel that the patient had a tm persona tibia, femur, and tm primary patella implanted on (B)(6) 2014. The patient is scheduled for revision on (B)(6) 2016. It is unknown which implants will be revised. Note that the persona tibial and femoral components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient's legal counsel that the patient had a tm persona tibia, femur, and tm primary patella implanted on (B)(6) 2014. The patient is scheduled for revision on (B)(6) 2016. It is unknown which implants will be revised. Note that the persona tibial and femoral components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.